Manufacturer narrative:
Additional information provided. The lens was returned in pieces inside of a plastic specimen jar. Solution was dried on the lens. The optic was torn/cut into three portions. The damage is similar in appearance to damage from removal from an eye. Product history records were reviewed and the documentation indicated the product met release criteria. The associated cartridge information was not provided. A company iii handpiece and two viscoelastics were used. Without the cartridge information it cannot be determined if a qualified product combination was used. Based on information provided in the file, the root cause of the complaint was determined to be most likely unrelated to the product. Information was provided that an explant occurred; incorrect diopter, patient was left too nearsighted. Information on the returned questionnaire clarified further that the 22.5 lens was replaced with a 20.5 diopter lens. This difference of 2.0 diopters for the exchanged lens reasonably suggests that the event was most likely related to a calculation error rather than a device malfunction. The lens was returned in pieces. This damage is similar to damage from removal from the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced an intraocular lens (iol) exchange due to being too nearsighted. Additional information was requested.